Manufacturer narrative:
Additional information was requested and the following was obtained: was the prineo tape taken off at 2 weeks post-op visit? No, it was not taken off at the two week postop appointment. What other medications was the patient on? None. Please explain why does the physician believe that the reaction is related to the prineo? The outline of the rash suggests a contact dermatitis. The source based on the distribution of the rash points to the prineo

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Do you have any pictures of the reaction? Location and incision size of product application? What prep was used prior to prineo use? Was the prep allowed to dry prior to prineo mesh application? Please describe how the adhesive was applied on the tape? Was the mesh placed over the entire length of the incision? Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was the skin prep solution wiped off and allowed to dry before applying adhesive? Was a dressing placed over the incision? If so, what type of cover dressing used? What type of medication? Dose? When (date) administered? Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Lot number involved what is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients ask if they were exposed to similar products, such as artificial nails. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What other medications was the patient on? Please explain why does the physician believe that the reaction is related to the prineo?

Event description:
It was reported that the patient underwent an open reduction internal fixation of the right foot procedure on(B)(6) 2017 and the topical skin adhesive was used at the end of the procedure. At the two-week postop appointment on (B)(6) 2017, the patient experienced minimal swelling and the topical skin adhesive looked pristine. The patient was placed in a short leg non-walking cast and about a week ago the patient noticed their leg was itching. When the patient came back to see the doctor yesterday, the cast was removed and noticed a skin rash where the topical skin adhesive was placed. The patient also developed systemic symptoms to include a rash on their face and under their armpits. The topical skin adhesive was removed, and the rash was treated with triamcinolone cream. The patient was placed in a walker boot. Additional information has been requested.